Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b31 scope communication error. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The device was not returned to olympus for inspection, instead the field service engineer visited onsite, and the reported failure was not confirmed. The customer contacted olympus technical assistance support via phone and reported a b31 scope communication error on the device. An olympus field service engineer was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be determined for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.